Event description:
It was reported that the nurse found black stain in the cuff. Inspected before use. No injury or intervention.

Manufacturer narrative:
Device evaluation: one sample was returned for investigation. The returned sample was received in used condition without original packaging. The samples were visually inspected under normal conditions of illumination. Black stain was found in cuff, complaint was confirmed. No other analysis was performed. The returned sample was inflated using a syringe. The cuff would not inflate; the complaint was confirmed. Based on the analysis conducted in the sample provided, the reported failure mode was confirmed. The possible root cause was traced to the manufacturing process and method not correctly/properly followed which led to possible contamination in cuff. For corrective action, a customer complaint notification was made to production personnel to explain the importance of adherence or following the manufacturing procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).